Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The broken off tip is missing. Additionally we made a visible inspection of the fracture surface. The slider of the bone punch shows visible damage. Additionally the main part of the bone punch shows visible damage as well. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect and production error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. This kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Tip broke off. No patient injury. No delay in surgery. Unknown if additional intervention was required.